Manufacturer narrative:
It was reported, the switch remained "on", even when the "dead-man" handle was dis-engaged from the "on" position. Examination of the switch confirmed the malfunction, but we were unable to determine the cause. We will continue to investigate this issue with our supplier.

Event description:
It was reported the switch remained "on", even when the "dead-man" handle was dis-engaged from the "on" position.